Event description:
It was reported that two (2) hand pieces for battery powered drivers were malfunctioning. One device fails to reverse (lot 6176930) while all buttons except for the fast forward button fail on the other (lot 5717400). The malfunctions were discovered outside of the operating room with no patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional device codes for this report include gxl. Device is an instrument and is not implanted or explanted. Service history review: service history review: lot 6176930 - a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6), 2012 due to motor failure and on (B)(6), 2012 and (B)(6), 2014 for electronic control damage. The customer called in a service request for this item on (B)(6), 2015 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is july 8, 2009. The source of the manufacture date is the release to warehouse date. Service & repair evaluation: the customer reported the buttons were not working. The repair technician reported the membrane vent was damaged and the motor did not run in reverse. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005833), membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(6), 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.